Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately four months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 7040406.

Event description:
It was reported that the patient had to charge the ipg frequently. It was noted also that patient lead had high impedances. The patient underwent an ipg and lead replacement procedure. The explanted device was kept by the facility.